Event description:
It was reported that the user found a broken illuminoss humeral implant on (B)(6) 2020 after it had been implanted in the patient on (B)(6) 2020. After several attempts were made to gather more information regarding the initial implant procedure or subsequent revision surgery, no further details were obtained.

Manufacturer narrative:
The following is a summary of the information obtained from the user as there was no product returned: context: the device in question is an intramedullary balloon catheter (ibc) that is part of the illuminoss photodynamic bone stabilization system (pbss). It is a formed-in-place intramedullary implant used to stabilize bone fractures in much the same way as an intramedullary nail (imn) does. Details of the ibc are as follows: the ibc consists of a balloon attached to a catheter and y-body assembly that allows the user to infuse monomer material into the balloon to fill it once it is in the intramedullary canal and placed across the fracture site. The catheter and y-body also allow access for the light fiber into the balloon which provides the light necessary to harden the monomer into a polymer. The balloon, once hardened, is now able to stabilize the fracture during the healing process. Specific differences between the ibc and imn is that the ibc is a formed in place implant. The nail is not. The ibc, unlike the imn, must have cortical contact along its length . Because of this cortical contact, cross-locking screws are not required, which is also not the same as an imn as an imn requires these screws for stability. For humeral fracture treatments, it is recommended that the diameter of the created implant be a minimum of 13mm in order to provide optimal strength if used on its own. This is stated in the surgical technique guide (p/n 900510), it states that if the 13mm diameter is not achieved it is recommended to supplement the balloon implant with an FDA cleared plate and screws. Complaint investigation results: the evidence of the broken device that was used in the investigation process was was a photo of the explant provided by the surgeon. A review of this photo was used to approximate the diameter of the implant where it broke. Based on the approximate diameter at the break site of the implant, the diameter appears to be roughly 9mm. This approximation was based off the known diameter of the device's tip. Also received were radiographs of the illuminoss implant after implantation. A review of these radiographs, revealed that the balloon was not in full contact with the cortical wall. Without full contact with the cortical wall, the device will not provide the necessary stability to hold the fractured bone in place in order to heal and allows for implant motion. In addition, the small diameter may not have had the fatigue strength to endure the loading for the extended healing time for this patient. The consequence of implant motion and lack of stability is the eventual failure of the implant just as it is with an orthopedic plate and screw system or imn. The following statement is referenced as a warning in the surgical technique guide: "fracture stabilization cannot be assured when the illuminoss implant is not in contact with the cortical wall or if the implant is moving within the intramedullary canal." Without this stability, the implant will be able to move and eventually lead to a fatigue failure should the fracture not heal as expected. The patient was being treated for metastatic bone disease at the time of the implantation procedure. The reported implant break was reported 180 days after implanation. A review of x-rays indicated that there was no healing during that timeframe as there was no evidence of callus formation around the fracture site. Without any fracture healing, the implant must take on all of the load as opposed to sharing it with the healing bone. Given the information presented above, it is suspected that the combination of the patient's anticipated longer healing time and the fact that the balloon was not in full contact with the cortical wall, it appears that the continual movement of the implant eventually led to a fatigue failure of the implant after 180 days.

Manufacturer narrative:
Additional information is pending as only a report of the broken implant has been received to date. A follow-up report will be required.

Event description:
No details other than a report from the surgeon that they found a broken implant and had it removed. Additional details are being requested.